Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case at a display window corner and minor scratches on the display window.

Event description:
It was reported the insulin pump had cracks near battery compartment and many scratches on the display, it was also worn. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.